Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The returned 2.7mm x 13mm low profile locking hexalobe screw was visually inspected under magnification. The returned screw measured at 4.62mm of the total 14.605mm. According to the reported event, the screw broke during insertion. The fracture pattern showed signs of shear force break. This is consistent with the screw being rotated with enough torque to be broken. However, based on the information received and due to unknown procedural conditions, the root cause could not be determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were noted. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the screw was inserted into the locking hole of the plate, and the screw broke during insertion. The surgeon retrieved the head portion of the screw, and closed the surgical wound. The other portion of the screw could not be retrieved and therefore remains in the patient. This report is related to report number 3025141-2023-00036 for the plate involved in this event.